Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt ecgs are non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open brown (lead 1-) wire in the distribution node (dn). The root cause for the open wire could not be positively identified but was likely physical abuse. No adverse event resulted from the open wires.